Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left and right pulmonary artery using an indigo system separator 8 (sep8). During the procedure, while in extensive use, the sep8 bulb detached from the wire and system. The sep8 bulb was not found; however, a chest x-ray confirmed that it was not left inside the patient&#62688;body. The procedure was completed using a new sep8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.